Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during patient setup for treatment. A patient was connected to the machine at the time of the incident, however there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The rn reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The rn reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 3,726 hours but was not plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fresenius regional equipment specialist (res) replaced the power cable assembly and plug, which resolved the issue. The rn reported that the machine has been returned to service without issue. The power plug was reported to not be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. A fresenius field service technician (fst) performed an onsite investigation and resolved the issue by replacing the damaged power cable assembly/power plug. The machine passed functional testing and was returned to service. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed as a component failure.